Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the fourth complaint reported for this lot number and the lot met all release criteria. A device history record review is required. Investigation summary: one guidewire and guidewire hoop were returned for evaluation. Gross visual, microscopic and dimensional evaluations were performed. The investigation is confirmed for the reported stretched and the identified fracture issues, as the guidewire were noted to be unraveled. A break to the inner core wires of the guidewire. However, the investigation is inconclusive for the reported difficult to remove issue, as exact circumstances at the time of the reported event are unknown. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Instruction for use reviewed and it indicates: if the guidewire must be withdrawn while the needle is inserted, remove both the needle and wire as a unit to help prevent the needle from damaging or shearing the guidewire. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the powerport isp m.r.I. Implantable port, chronoflex single-lumen, 6f products that are cleared in the us. The pro code and 510 k number for the powerport isp m.r.I. Implantable port, chronoflex single-lumen, 6f products are identified in d2 and g4. H10: d4 (expiry date: 05/2022), g3, h6 (device, method). H11: h6 (result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during port device implant procedure, the guidewire was allegedly extended and difficult to remove. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us but is similar to the powerport isp m.r.I. Implantable port, chronoflex single-lumen, 6f products that are cleared in the us. The pro code and 510 k number for the powerport isp m.r.I. Implantable port, chronoflex single-lumen, 6f products are identified in procode and PMA/510k. (Expiry date: 05/2022).

Event description:
It was reported that during port device implant procedure, the guidewire was allegedly extended and difficult to remove. There was no reported patient injury.